Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00024 thru 3012447612-2018-00027.

Event description:
It was reported that the threads of four closure tops were damaged while being assembled in to the pedicle screw during surgery. They were removed and replaced with alternative closure tops. There were no reports of patient impacts associated with this event. This is report two of four for this event.

Manufacturer narrative:
UDI number: (B)(4). The closure top was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.